Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an aortic valve replacement and coronary artery bypass graft surgery on an unknown date and suture was used. During closing of the aorta, the suture was broken when tying a knot. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No additional information was provided.